Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A field service engineer found that the station was not booting up after it had been powered down during windows updates. The fse reimaged the drive using the 1.73 image. Remote support service version 4.12 was installed, and the fse was able to log in successfully. All required files were then pushed through remote support service, and the customer verified that all medications and patient data were coming through correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen. Customer already rebooted, unplugged and plugged in but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.